Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge was leaking from an unspecified location. Customer loaded a new cartridge to address the issue. Additionally, it was reported that the pump touch screen was unresponsive and became frozen on the lock screen. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 89 mg/dl.